Event description:
Event description guidant received information that out of the box this cardiac resynchronization therapy defibrillator (crt-d) displayed a low battery voltage. It did not recover after a manual capacitor reform.